Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this pt with hypertension and cardiac disease underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. On (B)(6) 2009 the pt was discharged in good condition. On (B)(6) 2009, follow-up examination showed no adverse event. On (B)(6) 2009, this pt developed an infection of the tag and rec'd antibiotic treatment. On (B)(6) 2009, the infection progressed to sepsis and the pt expired due to multiple organ failure.